Event description:
The patient was exposed to a security gate while his device was turned on and he subsequently experienced a loss of stimulation sensation and therapeutic effect. The outcome is unknown. Further information is being requested from the hcp.